Manufacturer narrative:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00182 to provide the return sample evaluation results. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection did not find any break which would relate to a gas leak or the insufficient gas transfer performance. The actual sample, after having been rinsed and dried was tested for its gas transfer performance in accordance to the factory's shipping inspection protocol, no anomalies were revealed in the gas transfer performance. A review of the manufacturing record and the product release decision control sheet of the involved product/lot# combination confirmed there were no indications of production-related anomalies or of discrepancy in the test/inspection results. A search of the complaint file did not find any other report with the involved product/lot# combination. The investigation result verified that the actual sample, after having been rinsed and dried, was the normal product with no issue in the gas transfer performance. There are many complex clinical variables that may have affected the reportedly observed conditions. However, there is no indication that the reported event was related to a device defect or malfunction. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "start gas supply with v/q=1 and fio2=100%, then make adjustments based on blood gas measurements. Do not reduce heparin during circulation. Otherwise, blood clotting might occur." All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00182 to provide the return sample evaluation results.

Manufacturer narrative:
This report is being submitted as follow up # 2 to correct the date of event that was initially reported as (B)(6) 2015. The correct date of event is (B)(6) 2015.

Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. A review of the device history record and the product release decision control sheet of the involved product/lot# combination confirmed there were no indications of production-related issues or nonconforming in the inspection/test results. A search of the complaint file did not find any other report of this nature with the involved product code/lot# combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported insufficient gas exchange in the capiox fx25 device. Follow up communication with the user facility reported the following information: (1) the machine was started; (2) a short time after, patient was already connected but aorta has not yet been clamped; (3) the blood of the patient was very dark, so the perfusionist thought that there was no gas exchange at all; (4) the patient has been ventilated by the anesthesia; (5) the oxygenator was changed to a quadrox, which took five minutes; (6) act was 400 and 10.000 units heparin was given into the circuit; (7) the patient had a dissection type a; (8) the procedure was completed successfully; and (9) the patient had no adverse outcome.